Manufacturer narrative:
In reviewing an event file for another complaint a philips quality investigator noted an incidental and unexpected finding of an "external paddles" message. A philips field service engineer evaluated the device at the customer site and replaced the therapy port. This resolved the issue, and the device passed all testing.

Event description:
In reviewing an event file for another complaint a philips quality investigator noted an incidental and unexpected finding of an "external paddles" message.